Event description:
Dr. Indicated peri-implantitis. Irritation and redness in the implant area, pain. Tooth sites # 14.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Peri-implantitis is an infectious disease that causes inflammation of the gum and the bone structure around a dental implant. Chronic inflammation causes bone loss, which can lead to implant failure thus its removal. Investigations performed for hundreds of events where either of these conditions, infection or bone loss, or both, have been reported, have concluded that the likely cause(s) for the implant failure in relation to these conditions are external factors. Those include, medical conditions (e.g., diabetes, bruxism, etc.), patient habits (e.g., smoking, bad oral hygiene routine) and user error (e.g., surgical technique). There has not been any instance where either infection and/or bone loss, and when right conditions prevail and led to peri-implantitis whether reported or not along with the other two, have resulted from a manufacturing or design defect. Furthermore, the probability of manufacturing or design defects that might lead to infection and result in bone loss occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. The analysis and result of investigations and the analysis of probability previously described are contained in the summary investigation reports performed for bone loss and infection, which are attached. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ie escalation. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. DHR review was completed for the subject lot number 1241484. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record op# (B)(4) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 1241484 for similar events and 2 other relevant complaints were identified, (B)(4). As documented in the summary investigations, contributing factors for the reported event likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigations, no malfunction occurred upon investigation. The reported events remain non-verifiable as they are a medical condition.